Event description:
A customer reported to baxter (B)(4) of an administration set in which the chamber does not fill due to the luer lock being damaged. This condition occurred during setup; there was no patient involved or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). The customer returned the actual sample for evaluation. Visual inspection was performed and the reported condition was confirmed; the luer lock was damaged and could disconnect from the set. The luer lock appeared to be completely crushed. An assignable root cause could not be determined. A batch review was performed on the reported lot with no deviations found. Baxter will continue to monitor similar reports to determine if further actions are required.